Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was not feeling well while she was at the store. The customer's sensor glucose reading was 160 mg/dl but her blood glucose level was 47 mg/dl. She treated her blood glucose level with food. The displacement test passed. The device was not returned.